Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of area not clean before starting pd (coded as peritoneal dialysis complication) and peritonitis in a (B)(6) male patient coincident with dianeal pd2 ultrabag therapy. In (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, a break in aseptic technique occurred described as "area not being clean before starting pd." On (B)(6) 2011, the patient experienced peritonitis and was hospitalized. The cause of the peritonitis was the area not being clean before starting pd. Beginning (B)(6) 2011, the patient began treatment with injection vancomycin 2 gm, ip loading dose, injection amikacin 10mg once daily ip, continuing and injection heparin 1000iu once daily ip, continuing. The patient remained hospitalized. It was not reported if the patient was retrained in aseptic technique. The outcome for the peritonitis was unknown. Pd therapy was ongoing. The nurse believed the event of peritonitis was unrelated to pd therapy, but did not provide an opinion of causality for the break in aseptic technique.